Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level went up to 454 mg/dl. The customer used the insulin pump to deliver 5 units of insulin to treat his blood glucose level. The customer was thirsty, a little nauseous, and had cramps in his legs. The high pressure test passed. The device was not returned.